Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an in clinic follow up check. Upon interrogation, it was observed the right ventricular lead was oversensing noise. No device intervention was performed. There were no patient consequences.